Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 410 mg/dl which was treated by insulin pump. Customer was using insulin pump within 48 hours of reported event. Insulin pump received insulin flow block alarm. Customer performed all possible troubleshooting for insulin flow block alarm. Customer performed 5.0 units fixed fill cannula and insulin exited. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.